Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during a stent placement procedure (exact date unknown). According to the complainant, the physician noted that the stent had migrated (exact date unknown) and the patient was hospitalized to reposition the stent. During the procedure, the stent suture broke and the stent was unable to be repositioned. The physician completed the procedure by placing another stent. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of stent migration. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.